Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer and burr devices were received detached with the advancer knob tightened in a backwards position. The annulus of the burr was damaged. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "wait until the saline flows through the advancer and sheath, and exits from the sheath tip running bubble free before beginning the procedure. The seals of the advancer are designed to slowly weep saline. Never operate the rotablator system without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operating the advancer without proper saline infusion my result in permanent damage to the rotablator advancer.¿ (B)(4).

Event description:
It was reported that the rotation speed did not decrease. The 2.5mm, 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 2.00mm rotalink plus was selected for use. During the procedure, it was noted that the rotaburr rotation speed did not decrease. The procedure was completed by performing dilatation with a non bsc balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotation speed did not decrease. The 2.5mm, 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 2.00mm rotalink¿ plus was selected for use. During the procedure, it was noted that the rotaburr rotation speed did not decrease. The procedure was completed by performing dilatation with a non bsc balloon. No patient complications were reported.